Event description:
Info received indicates the head section will not rise.

Manufacturer narrative:
The biomed found the head up valve stem was stuck. He cleaned and reseated the valve stem to repair the bed.